Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was reported that on (B)(6) 2018 the subject was in office for a device check, and upon interrogation it was determined there was miscommunication on c<(>&<)>1 pair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient came to the office for an adjustment on (B)(6) 2019 and upon device interrogation it was discovered d that c & 1 pair was not communicating. However, they were not being used on any of the patient¿s preferred programs. On (B)(6) 2019 the patient came to the office again and c & 1, 1 & 2, and 1 & 3 were miscommunicating. The entire system was explanted and replaced on (B)(6) 2019. The event was related to the device or therapy and possibly related to the implant procedure. It was resolved without sequelae. No patient complications were reported as a result of this event.